Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia), with increased sensing integrity counter (sic), oversensing noise, no capture, and high and varying pacing impedance. The right atrial (ra) lead triggered an alert for high impedance. Oversensing noise and no capture were also seen on the ra lead. It was also noted that the patient activity trend portion of the cardiac compass report from the patient's implantable cardioverter defibrillator (ICD) had suddenly gone to zero and remained there for the past few months, resulting in no activity information for that time period. The device and both leads were all extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the distal conductor is distorted in the connector at 1.5cm, spin found.